Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation. She had done heavy lifting, stretching, bending, and cleaning recently after implant. Her implantable neurostimulator (ins) was reprogrammed but she did not feel any stimulation. X-rays were taken and showed damage to her lead and ins. The ins was explanted and replaced. A f/u will be sent if additional info becomes available. See also MFR's report #3004209178-2011-04343.